Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign material in the llk plug of the video cable section was not established. The most probable cause of the fiber bonding in the outer tube area (distal end) damage was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope exhibited fiber bonding in the outer tube area (distal end) was damaged and light laser cable (llk) plug of the video cable section contains foreign material. There was no patient involvement.